Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: device model: unk-cv-sr-endur-ii; serial#: unknown, implant date: (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during completion angiography at the end of the procedure in which endurant stent grafts were implanted, an endoleak of undetermined type was identified. The sponsor assessed the event as related to both the device and the procedure. No intervention was performed, and there were no patient symptoms or injuries associated with this event.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name: endurant ii iliac stent graft ; product ID: etlw1616c124ee; serial # (B)(6) implant date: (B)(6) 2025; brand name: endurant ii iliac stent graft ; product ID: etlw1616c124ee;, serial #(B)(6) 2025 implant date: (B)(6) 2025. B5; additional information received: it was confirmed that the bifurcate esbf2514c103ee was implanted in the aorta, etlw1616c124ee ( sn (B)(6)) limb was implanted in the right iliac and the etlw1620c124ee (sn (B)(6)) limb, in the left iliac. It is unknown which of the three devices implanted contains the unknown endoleak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.